Event description:
The surgeon had performed a right medial unicondylar partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2012. Mako surgical was made aware on (B)(4) 2012 that a pt had a post-operative infection after having the makoplasty unicondylar knee replacement. The surgeon elected to perform an incision and drainage procedure (know as an I and d) and exchanged the restoris mcr polyethylene component.

Manufacturer narrative:
As part of normal complaint follow-up, an investigation was performed at mako surgical with regards to the robotic arm interactive orthopedic (rio) and restoris mck. When the surgeon performed the revision procedure, it was noted that the pt did not have an infection. The surgeon chose to exchange the poly component during the routine procedure as a precautionary measure since the joint was already exposed. There was no evidence that the rio or implant system caused or contributed to the need for the revision.